Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2015, patient presented with following pre-op diagnosis: "def+stenose lws, arthrose isg". For which patient underwent long construct with iliac screws at 3 levels. On (B)(6) 2016, mastergraft was explanted which was reported for having unknown problems. It was reported, on an unknown date that there was no reaction with mastergraft after one year. Patient complications were reported unknown.

Manufacturer narrative:
Product analysis: a device history record review showed no discrepancies and revealed that the product met required specifications. Additional laboratory testing on reserved product showed that the product conformed and met specifications. The returned product could not be tested due to issues of sample contamination. Investigation and testing showed that there were no discrepancies in this lot. Future complaints will be monitored for trending.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.